Manufacturer narrative:
The pump had a blank display due to corrosion on the electronics. Unable to perform idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify low battery alarm or battery icons anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.